Manufacturer narrative:
Follow up with the customer clarified that there was no clamp issue. The event with clamp was a misunderstanding. The event has been reassessed as not reportable.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the auto clamp was not functioning properly during procedure. No additional information is available. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in los angeles, california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
**UDI related data quality updates only** d1. Brand name has been corrected and updated in the dedicated section. D4. For this case the information collected regarding serial number of the device involved was doubtful and as a consequence it is not possible to determine the UDI.

Event description:
See initial report.